Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed. There was a fill tubing process conducted without the cartridge change sequence being conducted on (B)(6) 2017. User made bolus request without entering their current bg level. There were no erratic basal rate adjustments. Complaint could not be confirmed. Making bolus requests without entering current bg levels could lead to a low bg event. If user did not disconnect during ¿tubing fill¿ process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer changed the cartridge and infusion set. The following day, customer alleged that the pump performed a supply change without user interaction while customer was connected to the infusion set. Review of pump history with tandem technical support showed that the user performed the fill tubing and fill cannula sequence; however, the customer denied entering the load sequence. There was no reported impact to the customer's blood glucose level. Reportedly the customer reverted to manual injections for alternate insulin therapy.